Event description:
It was reported that when closing the distal tip of the inner sheath of the unit, it was discovered that the yellow insulation of the tip of the probe could be removed. Further, dried blood was discovered underneath the insulation.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.